Manufacturer narrative:
The product name has been corrected to aisys. (B)(4). PMA/510(k): this field has been corrected to k042154. The date of device manufacture has been corrected to 5 august 2014.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. Ge healthcare recommended to the hospital to replace the control board. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a blank screen and mechanical ventilation was not functional. There was no reported patient injury.